Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) experienced overheating and shutting down in general itu. The console was powered back up by itu staff and therapy continued with no further issues for 45 minutes. The fse observed that the vents had plenty of space to vent any hot air however the patient was tachycardic at 140bpm. As per the observation chart the patients blood pressure showed no significant hypotension during the console downtime. After changing the console patients blood pressure as well maintained at 1:2.

Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) experienced overheating, shutting down, and battery problem in general itu. The console was powered back up by itu staff and therapy continued with no further issues for 45 minutes. The fse observed that the vents had plenty of space to vent any hot air however the patient was tachycardic at 140bpm. As per the observation chart the patients blood pressure showed no significant hypotension during the console downtime. There was delay in treatment. After changing the console patients blood pressure as well maintained at 1:2.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - b3, b5, h6(medical device ¿ problem code and health effect ¿ impact codes). A getinge field service engineer (fse) attended the site due to the nature of the issue to ensure appropriate function but could not duplicate the reported issue. The fse could see that the vents had plenty of space to vent hot air, however, the patient was tachycardic at 140bpm. From the observation chart the fse could see that the patients blood pressure showed no significant hypotension during the console downtime. Once the console was changed out, the fse reduced the frequency of therapy to 1:2. The fse thought the rate of gas shuttling may have contributed to the console overheating. The patients blood pressure is well maintained at 1:2. The console is now set aside. During a follow up visit, the fse replaced the 9v battery (0146-00-0146), display ( 0160-00-0127) as it was damaged in several places and had multiple lines, safety disk (0202-00-0140) due to failing manifolds test, (pim 0997-00-1178), 4 mufflers 1/8 (0103-00-0631), 4 muffler <100mic (0103-00-0499), compressor scroll (0119-00-0236) and exec processor (0670-00-0770). All functional and safety test performed and passed.

Manufacturer narrative:
Due to character limitation in e1, event site telephone is (B)(6). Updated fields - b4, g1, g3, g6, h2, h11 corrected fields - a2, b2, b5, h6(health effect ¿ clinical code, medical device ¿ problem code, and health effect ¿ impact codes).

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) experienced overheating, shutting down, and battery problem in general itu. The console was powered back up by itu staff and therapy continued with no further issues for 45 minutes. The fse observed that the vents had plenty of space to vent any hot air however the patient was tachycardic at 140bpm. As per the observation chart the patients blood pressure showed no significant hypotension during the console downtime. After changing the console patients blood pressure as well maintained at 1:2.